Manufacturer narrative:
Date of event: 27may2020. Date of report: 12jun2020.

Event description:
The customer reported power on display alarm lamp malfunction. The service technician confirmed power switch fault. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported. The service technician replaced the power switch to resolve the reported issue, and the unit returned to full functionality.